Manufacturer narrative:
Product event summary: analysis found that the programmer required a system migration. As a result the software was upgraded. The programmer then passed functional testing.

Event description:
It was reported that the cursor position on the programmer screen did not coincide with the stylus pen. Also the programmer was unable to interrogate pacemakers and the universal serial bus (usb) was unable to store information. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
The engineer replaced the stylus but this did not resolve the issue. Then the engineer noted that one flat cable to the screen assembly was disconnected from the outlet. The engineer then connected the cable plug into the outlet and then the programmer worked well.